Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. No physical damage was observed. There was a check clutch/ plunger lever error in history. Customer stated problem was verified during occlusion test. The root cause of the reported issue was unable to be determined. Actions were taken to mitigate the reported issue: replaced clutch half's left and right, also leadscrew and spring as a preventative measure.

Event description:
It was reported that the device failed occlusion test. The lever on plunger does not seem to grip and go back all the way. No patient injury was reported.